Manufacturer narrative:
The reported event of inability to communicate via bluetooth was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity. No further anomalies were detected.

Event description:
It was reported that the patient's implantable cardioverter defibrillator exhibited loss of bluetooth telemetry. The patient was brought into clinic and the device bluetooth was restored. There were no patient consequences.